Event description:
Patient had multiple coronary artery bypass surgery on 3/12/92. Intraaortic balloon pumping (iabp) instituted at the time. On 3/13/92, the iabp was discontinued but the patient's blood pressure fell and a new iabp was inserted at that time. Patient required vasoactive medications to maintain blood pressure from surgery on. At 1910 on 3/15/92, iabp machine alarmed (check catheter) and pumping was discontinued. Blood was noted in the balloon tubing. The doctor was notified and came in. Without iabp, the blood pressure fell requiring more vasopressors. A new iabp was inserted, however, the patient become nonresponsive, had further decrease in vital signs and expired at 2220device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.